Event description:
The hcp reported a motor stall that occurred in (B)(6). The pump was used to deliver morphine. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID 8709, lot # j11032r25, implanted: (B)(6) 2002, product type catheter. (B)(4).